Event description:
Healthcare professional reported "scar tissue contracture, painful Beaker IV encapsulation, possibly deflating "[side]" prothesis", "hardening of the supralateral axillary region and thickening of the pectoralis mayor muscle with painful breast deformity", "double-bubble breast deformity", "decreased size" and "upper pole fullness". This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Deflation and Capsular contracture, Baker grade IV.